Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the customer's complaint was confirmed. The device's outlet flow path thermistor was replaced to address the issue.